Event description:
Procedure: gastrectomy. Reportedly, the hand piece could not coagulate the tissue. Oozing occurred, then changed to another hand piece to complete the surgery. There was no reported pt injury.